Event description:
It was reported that during a 3dimension's procedure on (B)(6), 2025, the customer observed the gantry shaking when turning for positions. A field service engineer (fse) was dispatched to examine the device and found two of the eight vta bolts were loose. The fse tightened the bolts and secured them with loctite, performed system calibrations and verified that there is no longer a shake observed. The fse reports that the system is now functioning as intended. No patient or user injury reported.